Manufacturer narrative:
Block b3: exact date unknown, event occurred five months after implant procedure.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.